Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. On 01-aug-2024, it was reported that the patient faced infusion set occulsion in tubing. No further information available.